Manufacturer narrative:
It was documented that the patient had been screened on both ears, and the patient has since been reported to have been diagnosed with complete hearing loss in both ears, despite the algo 3i registering a passing result. It was also noted that there was a history of major hearing loss in the infant's family, and no other risk factors have been reported to natus medical. Audiological evaluations which determined hearing loss were also not provided to natus. An expanded audiological evaluation was conducted by natus clinical following servicing of the device. It has been determined that the unit contained a faulty printed circuit board and a defective led screen, both of which have been replaced. All other device elements have been tested by natus engineering and have been found to be within the required specifications. Crosstalk between the ata cables, which can produce synchronous noise, was the reasoning for replacing the circuit board. It has been determined that the noise generated from the digital board could have caused the algorithm to give a suspect result. If the printed circuit board was faulty at the time of screening, the test screen should be judged as invalid, and a pass/refer conclusion cannot be reached as the results are inconclusive. While we cannot determine if the faulty circuit board caused the false pass result or the time of onset of the patient's clinical outcome, it could be suggested that the device may have been responsible for the false pass or false refer results during the testing, discounting other factors. Based upon the available information, clinical data described, and the questionable functionality of the faulty printed circuit board, it is not possible to specify how passing results were obtained for both ears. Results obtained with a faulty circuit board are deemed invalid. Based on a strong family history of hearing loss, with unknown origin, it is not possible to determine if the hearing loss was present at the time of birth, delayed onset or progressive in nature. The goals of screening and the recommendations of the joint committee on infant hearing 2007 emphasize the need for diagnosis by three months of age, which had been accomplished, therefore the benchmark of identification has been met. Follow-up intervention had already been initiated, despite the questionable results from the initial screening. The algo 3i hearing screener has since been put back into service and has been confirmed to function according to product requirements. The initial results taken should be disregarded, as the accuracy of the results is questionable due to the confirmed issues with the device functionality. This information has been communicated to the customer.

Manufacturer narrative:
The algo 3i was returned to the (B)(6), where the device took approximately one minute to pass the equipment test. The ata cable passed the acoustic check and an "orange blob" was observed on the led screen. The asc performed further tests, and upon calibrating the ata cable, the equipment test passed in approximately 36 seconds. The led screen with the "orange blob" had been changed. A noise test was performed and failed. The asc replaced the suspected unit digital board and the noise test passed. The algo 3i has been returned to natus for further investigation, including the parts that have been replaced.

Event description:
The natus distributor & (B)(6), reported to natus technical service that an infant patient was screened on the algo3i and had passed screening on both ears in (B)(6) 2017. The patient has since been reported to have been diagnosed with complete hearing loss in both ears. The (B)(6) also mentioned there was a history of major hearing loss in infant's family.